Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report constant beeping from the insulin pump without reason.  Customer's blood glucose reading at the time of the incident was 147 mg/dl.  No significant events leading to the issue were observed.  Troubleshooting was done and a replacement pump was offered to the customer however they declined.product is not expected to return.